Manufacturer narrative:
(B)(4). Although requested, the set has not been received. A follow up report will be submitted with investigation results should the set be received for evaluation.

Event description:
Customer reported luer locking cannula separated form the baxter split septum connector. No pt harm or medical intervention required for the reported event. Although requested, no additional pt or event information was provided.